Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
The user facility reported a complaint to customer service on 18-jun-2018 for "brush stuck/broken in channel" involving the pentax medical video gastroscope model eg-3670urk, serial number (B)(4). No additional details were provided. The customer owned endoscope was received by pentax medical for evaluation on 21-jun-2018. The endoscope was inspected by pentax medical service under service order (B)(4) and during quality inspection the technician documented an accessory stuck in primary operation channel and primary operation channel blocked which would confirm the customer's experience, and the technician also documented the following inspection findings on (B)(6) 2018: fluid invasion in segment section, leak at biopsy channel (large/ primary) distal side, failed wet leak test, failed dry leak test, dialetric strength test not preformed unit compromised, suction function not performed unit compromised, eus cable single/ long buckled at us connector root brace, fluid invasion not observed in ultrasound connector body. The device underwent repairs including the following components: o-rings and seals, air/balloon return tube, a/w/operation channel, bending rubber, adjusting collar, staycoil collar, segment attaching screw, distal attaching plate, insertion flexible tube, segment staycoil assy pb-free, ud pulley assy, rl pulley assy, us connector/junction cable assy pb-free, warning label, caution label, don't label, caution label (l), shield pipe with ob lens frame, objective lens unit. During backlog review it was noted that a good faith effort(gfe) email was not initially sent. A gfe was sent to the user facility on 13-jul-2020 with no response received. Model eg-3670urk, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2015. On 11-may-2021, a device history record(DHR) review for model eg-3670urk, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 22-jul-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2015. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was delivered to the customer on 01-aug-2018 under delivery order (B)(4).